Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl. Pump supplies were changed multiple times and a bolus via pump was delivered. Cause of bg prior to supply change was not reported. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous insulin and fluids. Customer was discharged on (B)(6) 2018. Elevated bg was resolved. Customer changed pump supplies and resumed pump therapy.